Manufacturer narrative:
Citation: shah a. Clinical outcomes for medtronic evolut-r versus core valve transcatheter aortic valve implantation journal of the american college of cardiology mar; 71(11): suppl a1134 epub 2018 mar 8 doi 10.1016/s0735-1097(18)31675-9 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via poster presentation on meta-analysis regarding clinical outcomes for medtronic evolut-r versus core valve transcatheter aortic valve implantation. All data were collected from multiple studies until (B)(6) 2017. The overall study population included 9,737 patients, of which, 6,820 patients were implanted with medtronic corevalve® and 2,917 patients were implanted with medtronic evolut r prosthesis (serial numbers not provided). Among all patients adverse events included: cerebral vascular accident (cva), permanent pacemaker and vascular complications. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.